Manufacturer narrative:
Product ID 3487a, lot# l65524, implanted: 1999 (B)(6); product type lead product ID 7495-25, serial# (B)(4), implanted: 1999 (B)(6); product type extension product ID 7434-e, serial# (B)(4), implanted: 1999 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient¿s implantable neurostimulator (ins) did not last as long as it was supposed to. Information omitted pertaining to events (B)(4) - over-discharge/coupling, (B)(4) and (B)(4) regarding prior inss not lasting as long as they should. Additional information was requested but not available at the time of reported and will be updated when received.

Event description:
It was further stated by the patients physician that epidural fibrosis was suspected, since the stimulator was not as effective as before. It was stated that the battery was ok, no malfunctions or cause seen. When the battery was replaced on (B)(6) 2004, a second lead was inserted.

Manufacturer narrative:
(B)(4).